Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had error code e116 during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e117 occurred (camera cable unit (ccu) failure). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the motherboard and graphics processing unit (gpu) caused the event with error code e116 and the failure of the system service division (ssd) caused the event with error code e117. The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.